Event description:
The customer reported a delay in critical therapy following a leak. It was reported that the homecare pt was being treated for bacteremia. The tubing set was being used for continuous delivery of nafcillin 12 gm/144 ml, at a rate of 6 ml/hr, via a gemstar pump. After an unspecified length of time, the homecare pt's wife reported that an unspecified volume of solution leaked from the one of the two air vents on the filter of the tubing set. Although there was potential for serious injury, there was no reported change in the pt's condition. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported delay of critical therapy following a leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.